Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the cutting wire was broken and blackened. Additionally, a test guidewire was loaded into the guidewire port of the ultratome xl and the guidewire advanced as intended through the tome; consequently, not confirming the reported complaint. It was found during the investigation of the returned device that the cutting wire was broken and blackened, so it is most likely that the device was not completely in contact with the tissue when it was energized. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, the physician unpacked the device and advance the guidewire; however, the guidewire was unable to advanced, there was a feeling of block. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: wire detached/separated.